Manufacturer narrative:
H3: the device was received for evaluation. A device history review of the reported lot number identified no nonconformities during the manufacturing process. Visual and functional testing was performed. The complaint of the tracheostomy tube not inflating was confirmed, as the cuff did not fully inflate during initial inflation. Upon gentle manipulation of the cuff and inflation line per IFU guidance, the cuff inflated. The complaint of the cuff sticking to the shaft was confirmed. Root cause analysis is being addressed under a formal CAPA investigation.

Event description:
It was reported that the ballon would not inflate and also stuck on the shaft. The event occurred upon opening at patient's home. The outcome of the event was on going and awaiting for replacement. The child was vent dependent and got the same result with this trach as the previous one which was registered under (B)(4) but stopped before instilling more air.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.